Event description:
The facility reported a pump with faiure code 810:11. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 04 2007. Evaluation summary:the reported condition of failure code 810:11 was confirmed but could not be duplicated, therefore, there were no corrctions made to the device.